Manufacturer narrative:
Additional info: e1(telephone): (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse found that blood had entered the unit and contaminated the pneumatic interface module (pim), which needs to be replaced. As the customer has not provided the purchase order, no action can be taken at the moment. This complaint will be closed if more information is received in regard to this complaint the investigation will be updated.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e.1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the blood is observed in the catheter of cardiosave intra-aortic balloon pump. It was found that blood entered the pump. No one was harmed on site.